Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's cartridge tubing line cracked resulting in insulin leaking. The customer experienced an elevated blood glucose (bg) over 500 mg/dl and diabetic ketoacidosis (dka) resulting in an emergency room (ER) visit. Customer was treated with intravenous insulin. The customer was released in a stable condition.